Event description:
An immulite instrument generated a number of discordant tsh results over several hours. There were also several inconsistent free t3 and free t4 results generated as well. The discordant results were not released to the physician. Patient treatment was not altered, and there was no report of adverse health consequences due to the erroneous results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data, indicate that water supply was empty, which caused the discordant results, due to insufficient washing of the samples. No further eval of the device is required. The instrument is performing within specifications.